Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the placement of the lead was not optimal and did not have coverage on their left side, and as a result, the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the lead was repositioned to address the issue. Effective stimulation was restored.